Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were indicated. The root cause cannot be determined for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided in the initial report description that a yag (yttrium aluminum garnet) procedure was performed but has not helped with the issue. The account manager was provided link to patient information brochure with clinical study data and emailed a copy. Suggested surgeon speak to eomd if additional information was needed. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced persistent glare and halos. Yttrium aluminum garnet (yag) laser surgery was performed but has not helped. In surgeon¿s prognosis patient was stable. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.